Event description:
Physician was using a small bore cannula to instill the product. Pressure built up in the syringe, the cannula detached and tore the patient's posterior capsule. Patient's prognosis is excellent.